Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
General report rec'd of unspecified number of undocumented incidents of air in the syringes of monitoring kits. It was reported that during pt use, contrast media was drawn into the control syringes and air was noted in the syringes. The air in the syringes was noted prior to contrast injections. Reportedly, regular 20ml syringes successfully replaced the monitoring kit control syringes. The unspecified procedures were completed. The customer contact believes that the rotating valve with the o-ring allows for air entry. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info provided.